Event description:
It was reported that the ilet housing split open with visible internal wiring, consistent with screen bezel or enclosure separation, and a replacement device was processed. Symptoms included no injury and no alarms. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and device replacement logistics pending return. Investigation of this case revealed a mechanical enclosure failure of the device housing affecting the display/bezel area, with no associated functional alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage consistent with enclosure integrity failure.